Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. The customer stated that no image appears when swapping scopes, although no error code was reported. Tac and customer tested both 180 and 190 series scopes and confirmed that an image was successfully displayed, and the system appeared to be functioning correctly. It was later confirmed that the maj-1430 pigtail was left connected while using 190 scopes. Tac explained that the pigtail must be disconnected when using 190 scopes, as it can confuse the cv-190 processor and interfere with proper image output. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor presented no image when changing scopes. The event occurred during inspection before use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.